Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a thrombus in the right ventricle and left ventricle. One thrombus became stuck to the right ventricular lead and was visible under echo. The entire pacing system was explanted. The patient was not symptomatic before, during, or after the procedure.